Manufacturer narrative:
The device was not returned and no photos were provided. The customer reported the affected device was discarded. Record review was requested of the contract manufacturer of the device. No further investigation is possible.

Manufacturer narrative:
An investigation has been initiated, we are currently waiting for the return of the sample for evaluation.

Event description:
Catheter broke.